Event description:
Following a permanent implant procedure for the evoke spinal cord stimulation (scs) system, the patient reported a headache, which was treated with a blood patch. Approximately a month later, the patient continued to experience headache and received an additional blood patch. A week after the second blood patch, the patient reported that the headaches had resolved.

Manufacturer narrative:
The evoke scs system remains in use. The cause of the reported headaches was not definitively confirmed. Evoke scs system surgical guide lists cerebrospinal fluid (csf) as a potential risk associated with the implantation and use of a spinal cord stimulation system.